Event description:
On (B)(6) 2025, the patient dropped pump, cartridge shattered leaving glass in chamber and rubber piece stuck on piston. Replacement pump arranged; charger also added to order per mother¿s report. Blood glucose not impacted. No symptoms experienced during event and no medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.